Manufacturer narrative:
(B)(4). A maquet field service technician was on site and investigated the unit. The technician troubleshot the device and found corroded valves. The technician cleaned the valves and tested the device for functionality successfully. A supplemental medwatch will be submitted if additional informations becomes available.

Event description:
The customer stated that the hcu40 displayed the error message "cplg. Water flow too low" during cleaning cycle. Additional information: there were no patient involved the incident occurred on start up of the device. (B)(4).